Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pituitary tumour ('tumor / teratoma / cancer type: pituitary tumor') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, immune system disorder and vitamin d deficiency. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2018, metformin since 2019, prednisone since 2009 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2013, the patient was found to have pituitary tumour (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and weight fluctuation ("weight gain\weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and brain surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pituitary tumour, abdominal pain, migraine, headache and weight fluctuation outcome was unknown, the back pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pituitary tumour, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping), tumor / teratoma / cancer type: pituitary tumor, gastrointestinal or digestive system condition type: bloating. Outcome of event menorrhagia, back pain were updated. Onset date of event menorrhagia, headache, migraine, back pain were updated. Concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pituitary tumour ('tumor / teratoma / cancer type: pituitary tumor') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, immune system disorder, vitamin d deficiency and ventral hernia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2018, metformin since 2019, prednisone since 2009 and vitamin d nos (vitamin d) since 2018. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2013, the patient was found to have pituitary tumour (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and weight fluctuation ("weight gain\weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and brain surgery). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pituitary tumour, abdominal pain, migraine, headache and weight fluctuation outcome was unknown, the back pain, heavy menstrual bleeding and vaginal haemorrhage was resolving and the dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, pituitary tumour, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6)2018 and (B)(6)2018. Discrepancy noted in date of insertion: as per mr (B)(6)2011. Essure procedure: 3 coils in left ostia. 4 coils in right ostia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Imaging procedure - on (B)(6)2011: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case,the following ones were confirmed in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information , other relevant history , lot no, auto-narrative supplement added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pituitary tumour ('tumor / teratoma / cancer type: pituitary tumor') in a 36-year-old female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, immune system disorder, vitamin d deficiency and ventral hernia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2018, metformin since 2019, prednisone since 2009 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In (B)(6) 2013, the patient was found to have pituitary tumour (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and weight fluctuation ("weight gain\weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and brain surgery). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, pituitary tumour, abdominal pain, migraine, headache and weight fluctuation outcome was unknown, the back pain, heavy menstrual bleeding and vaginal haemorrhage was resolving and the dysmenorrhoea and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, pituitary tumour, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018. Discrepancy noted in date of insertion: as per mr (B)(6) 2011. Essure procedure: 3 coils in left ostia. 4 coils in right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case,the following ones were confirmed in patients medical record: pelvic pain. Lot number: 774384 manufacture date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain\weight loss"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, migraine, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, back pain, headache, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury events was updated to pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, weight gain, weight loss. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.